Manufacturer narrative:
Product UDI and manufacture date updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention the device automatically returned to the home screen. Information obtained through good faith effort indicated no patient or user harm occurred as a result of the incident.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention the device automatically returned to the home screen. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention of an adult female, the device automatically returned to the home screen. There was no report of actual harm reported with this complaint.